Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had to go to the hospital because of low blood glucose and severe pain. The patient's blood glucose levels were 59 mg/dl. At he hospital the patient was provided with juice and d5 (sugar water) through intravenous therapy. They were then dosed with insulin accordingly.

Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. The download data from the returned device shows no hazard alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain. The exact cause of the reported event could not be determined.